Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to position the right atrial (ra) lead at the ra septum; however, the capture threshold measurements obtained using a pacing system analyzer (psa) were unsatisfactory. The physician also noted an abnormal sensation while activating the helix mechanism, and the extension of the helix did not synchronize with manipulation at the connector. As a result, the ra lead was not used and replaced. No patient consequences were reported.